Event description:
Surgeon is performing a vertical sleeve gastrectomy. He was using a 60 sureform stapler #(B)(6). He was able to use it 6 times before he noticed that the jaw of the stapler is not opening like it used to. The defective stapler was taken out of the sterile field and placed in a biohazard bag and sent to materials management.